Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. One device was received for evaluation; the reported event for disassembly was not confirmed and no components were found to be out of specifications for disassembly; the reported event of shedding metal debris was confirmed. This device is not repairable and was not returned to the user facility. There were no remedial actions taken on this device. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, in which the device was reportedly disassembled and shedding metal debris. There was no patient involvement; no patient impact.